Event description:
Reported discrepant sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested positive with quickvue otc and then negative with an alternate testing method (method unknown). No additional confirmatory testing had been completed. An additional consumer event was communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.